Event description:
Pt had low tidal volumes (140-150 range)and tidal volume was set at 500cc. There was not a cuff leak on the endotracheal tube. Healthcare providers were present in the room. The ventilator was replaced and the correct tidal volumes (500cc) were delivered again.